Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the patient was in pain since placement. Implant was removed and area grafted, after trying antibiotics and medrl dose pack. Patient to return for implant replacement.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no damage or signs of malfunction that would contribute to the event. Debris identified. Implant matched print specifications when compared. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient had (moderate density) type ii bone. The reported device was placed on tooth # 29 and was used for approximately, 21 days. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the patient was in pain since placement. Implant was removed and area grafted. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date.